Event description:
Customer reported that for a particular patient, the session history from january 5, 2005 shows that the session was only paritially completed and the history record of one of the fields is missing. The therapists claim that they did treat all of the fields. They did not remeber observing any errors or screen messages. Subsequently it was determined that the field was in fact skipped, resulting in a potential under-dose to the patient. If this plan were to continue without further adjustments, this would be an under-dose from the patient prescription. This was discovered when the physicist performed a quality assurance check of the patient's plan.